Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.